Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that there was no issue with tracker output or navigation system visibility. Representative suspects distance and angles to be the cause and discussed it with the site staff. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that the system tracker was not visible to the navigation system in a case. The patient reference frame could be seen. The site switched to another imaging system and continued the case with no issues. Only the right trackers (from standing behind the pendant) were attempted before switching imaging systems. There was no known impact on the patient and a delay of less than one hour.